Manufacturer narrative:
(B)(4). Eval, results: gi bleed. Eval, conclusion: no conclusion can be drawn.

Event description:
The pt had 2 endeavor stents implanted during the index procedure in the mid lad. At 30 day/6 months/1 yr/1.5 yr/2 yr/2.5 yr/3 yr follow ups: pt was asymptomatic. Approximately three yrs from the index procedure, the pt suffered from a gi bleed which required intervention and hospitalization. The pt was given 4 units of prbc. It was reported in the crf that the event was not related to the study stent. (Ref MFR # 96121642011000542).